Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
Correct 75002706/plus sl std stem 7/e0606063 instead of femoral stem, # 71934556, lot # e0606063. It was reported that revision surgery was performed due to pain, and that all implants were removed. The original implants were identified as an r3 cocr liner, r3 acetabular shell, hemi head, and a plus sl femoral hip stem. As of today, device return and additional information has been requested for this revision complaint but has not become available. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, r3 liner, r3 shell, modular sleeve and sl-plus stem were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 liner, hemi head, r3 shell, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 liner, r3 shell and hemi head. Similar complaints have been identified for the stem and sleeve, however, these complaints are confirmed duplicates. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The nature and reasons for the aseptic loosening remain unclear. A possible relation to the reported adverse local tissue reaction was not specifically indicated. Without the device available for analysis, it remains unclear whether the reported findings correlate with material loss or reported corrosion from the taper or the articulating surfaces and whether the high patient weight or the lower cup inclination contributed to the reported findings. Further, it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.